Event description:
The pt was admitted for a procedure in 2009 with a lesion in the left internal carotid artery. An angioguard was successfully placed and a precise stent was implanted. It was also noted that the pt had ulcerated plaque in the left common artery, therefore, this was treated with a precise stent as well. The procedure was successfully completed. Thirty minutes post index procedure, the pt had aphasia, dysarthria and reflex changes. The pt was diagnosed with an ischemic stroke. It was noted that a head CT was negative for a hemorrhage. The pt was not given any treatment for the stroke, however, he was discharged with mild residuals. The pt was discharged two days post index procedure on aspirin and plavix. Three days post index procedure, the pt had symptoms of a transient ischemic attack, while at home. His symptoms resolved within 5 minutes and he did not seek treatment. The next day, it was noted that the pt experienced another stroke. It was noted that the stroke was not related to the heart and it is believed to be related to the stents. The pt was admitted to the hosp and continued his aspirin and plavix regimen. A recommendation was made to put the pt on lovenox and coumadin. Three days later, while still hospitalized, the pt had another stroke. An ultrasound and an MRI were done and confirmed stent thrombosis. The pt was treated with lovenox and coumadin. The pt was discharged nine days later, however, he still had residuals from the stroke.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated MFR report # is 9616099-2009-00468. Additional info will be submitted upon 30 days of receipt.